Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous rep, a microsensor stopped registering after being implanted for a day. Monitoring was discontinued. There were no reports of delays or patient harm.

Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of component level quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. A review of finished good quality records found no discrepancies when the device was released to stock. Evaluation of the returned component found an excessive foreign substance covering the inside of the connector and connector pins. The catheter material was severely kinked. Due to the condition of the device, no functional testing was possible. The initial issue was not able to be determined due to the condition of the device, which the supplier determined to be use related. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of component level quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned component found an excessive foreign substance covering the inside of the connector and connector pins. The catheter material was severely kinked. Due to the condition of the device, no functional testing was possible. The initial issue was not able to be determined due to the condition of the device, which the supplier determined to be use related.